Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left coronary artery (lca). A 6mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 8 atm for 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was stable after the procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left coronary artery (lca). A 6 mm x 2.50 mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation at 8 atm for 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. A visual and tactile examination confirm that a break existed in the hypotube along with multiple kinks along both sections of the hypotube break. The break was located at 64 cm distal to the distal end of the strain relief. No kinks or damages identified in the polymer shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. Due to the break in the hypotube, an inflation aid was used in order to inflate the balloon. Although it was possible to inflate the balloon with liquid, without any leaks evident, the balloon could not reach its rated burst pressure of 12 atmospheres and only partially inflated due to the break in the hypotube shaft. Liquid was leaking out through the inflation aid connection.